Manufacturer narrative:
The technician found that the siderail was damaged at both the pivot points and completely separated from the uprights and side guard. He replaced siderail assembly to repair the bed.

Event description:
The complainant stated that the left siderail was broken due to the patient using the siderail to help themselves in and out of bed into a wheelchair.